Manufacturer narrative:
The power management (pm) board was replaced to address the finding. The pm board was sent to the v60 vent manufacturing facility for evaluation. Investigation is anticipated, but not yet began.

Event description:
The international customer sent the v60 to the manufacturer's international service center for routine periodic maintenance. The service technician during performance verification tests identified that the unit would not operate on battery power. There was no patient involvement.

Manufacturer narrative:
Power management (pm) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection revealed no evidence of damage or contamination. Pm board was installed in a test ventilator in an attempt to duplicate the reported problem. The test ventilator did not power up from backup battery and did not deliver breaths. The test ventilator did not transition from ac to battery when ac power was removed. Pm board was removed from the test vent. During debugging of the pm board, it was found d3 (switching diode) open and d37 (switching diode) shorted on the board. D3 and d37 were replaced on the pm board. Pm board was reinstalled in test vent. This time the unit powered up from backup battery and delivered breaths. The test ventilator transitioned from ac to battery when ac power was removed. The root cause for unit not operating on backup battery was due to the diode d3 open and d37 shorted on the power management board.